Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2019]. Instrument channel: achromobacter xylosoxidans and pseudomonas stutzeri (total : 300 cfu) suction channel: achromobacter xylosoxidans and pseudomonas stutzeri (total : 300 cfu) [second time; (B)(6) 2019]. Suction channel: unspecified microbes (300 cfu) the device had been reprocessed with a non-olympus automated endoscope reprocessor model, soluscope serie4, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus europa (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end, instrument channel and the air/water channel of the device. In the evaluation of (B)(4) the following was confirmed, lg/ccd cover glasses damaged. Insertion tube kinked. Boot damaged. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.